Event description:
It was reported that post-operatively a sequoia screw disassembled. During the original surgery, l3-s1 was treated. The surgery was completed over 2 separate days/two separate surgeries. On day 1, laminectomy and decompression were performed as well as just the screws were placed. On the 2nd day the surgeon performed anterior surgery and then the patient was flipped to posterior in which the rods and closure tops were placed. On day three or four after surgery, while at home, the patient stood up to walk and heard a "pop". Upon x-ray it was noted that a screw at s1 was broken at the screw head. Revisions will be performed at some point to replace the screw and rod.